Event description:
It was reported that the battery measured 2.54v in the office yet the elective replacement indicator was not triggered. It was also reported that seven months earlier the battery measured 2.90v. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device has been analyzed. Analysis indicates a low telemetered battery voltage condition occurred. On (B)(6) 2010, the telemetered battery voltage was 2.55 v, while the daily battery voltage measurement was 2.90 v. The device is part of the advisory for this model.